Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable findings documented in b5, non-reportable findings are as follows; light cover glasses adhesive, optical cover glass adhesive, distal end cap, and the distal end adhesive were all worn; insertion tube was stained; switch head was damaged; image had uneven illumination; up angle, water flow, water removal, and electrical safety test were all not to specification; up/down angle had play evident; and the air channel and water channel volume both had blockage evident. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope air/water pressure was too high. The issue was found during maintenance, and the procedure was able to be successfully completed using the same set of equipment. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: contamination was found within the air and water channels. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on results of the investigation, the foreign material observed in the air and water channel appeared to be a white contaminant, thought to be simethicone but otherwise could not be identified. A definitive root cause of the issue could not be determined, as there was no observed deformation that might result in the retention of foreign material and no additional facility device cleaning/reprocessing information was reported or available, however, the issue was likely the result of insufficient and or improper device cleaning/reprocessing. The issues may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.